Event description:
The device was used during a lobectomy procedure. Reportedly, the staples were not present. The surgeon used another device to completed the procedure. The hospital has reported that no pt injury occurred.